Event description:
It was reported the device worked fine at controlling the patient¿s symptoms following implant. It was stated that the patient had a reprogramming session in (B)(6) 2013, which ¿made it worse.¿ it was noted to be gradual. The patient was currently on program 2 at 2.0v. The patient did not feel stimulation. No falls or traumas were associated. Stimulation was then increased to 3.4v and was felt comfortably. Information received about a week later indicated the patient experienced a loss of therapeutic effect. It was clarified that the patient¿s control seemed to get ¿worse and worse¿ to a point where they were ¿out of control.¿ it was indicated the night was the worst. When the patient would go to stand up when needing to go to the bathroom, urine would leak out all over. Therapy was not working for the patient after adjustments in (B)(6) 2013. The patient needed an MRI of the knee as they had bad knees. The MRI was not related to the therapy, but due to therapy not working the patient thought they should just get the device removed because they needed to have the MRI. It was later reported that the patient¿s therapy worked great in the beginning, but for the past few months they have had an increase in night time symptoms. When the patient would get up at night, they could not make it to the bathroom and their sleep was being affected. The patient did not feel that they were emptying their bladder completely when they did go to the bathroom. It was noted that the patient had seen their health care provider (hcp) and therapy was ¿upped¿ to 3.0v. No programming changes were attempted. The patient did not think that therapy had helped them and their control was not as good as it once was. It was further reported that the patient met with their manufacturer representative about 6 months ago and they changed the program for the patient. During the patient¿s last visit they didn¿t even see their hcp. Since implant the therapy worked, but only for short periods at a time. After adjustment the patient would have relief for a week or 2 tops. The patient increased stimulation to 2.10v on program 3 up from 1.90v. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0489f, implanted: (B)(6) 2012, product type lead. (B)(4).